Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient had primary bariatric case and the same the patient had secondary revisional surgery related to hemostasis complications. No other details known.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 2/24/2020. Surgical videos received. Video 1. Patent 2 primary case. The first video at the 12:32 mark was introduced a device with gold reload loaded, at the 12:39 mark the device is placed between tissue. At the 13:42 mark the device was fired, staple line and cut line appear to be as expected. At the 13:49 mark the device is removed. At 14:13 mark the device is introduced with blue reload loaded and is placed between tissue. At the 14:22 mark the device can be seen articulated to the left side. At the 15:03 mark the device was fired, staple line and cut line appear to be as expected. At the 15:21 mark the device was introduced with a blue reload loaded and is placed between tissue. At the 15:36 mark the device can be see articulated to left side. At the 15:52 mark the device was fired. At the 15:56 mark the device is removed. At the 16:14 mark the device was introduced with blue reload loaded. At the 16:25 mark the device is placed between tissue. At the 16:54 mark the device was fired and removed. At the 17:23 mark the device was introduced with a blue reload loaded and placed between tissue. At the 17:36 the device was fired and removed. At the 19:42 mark bleeding was noted on the 1st cut. At the 20:59 mark a bleeding was noted on the 2nd cut. At the 21:12 mark bleeding was noted on the 4th cut. At the 22:08 mark between the 1st & 2nd cut bleeding was noted on the staple line. The video 6 patient 2 primary case the video shows at the 12:53 mark that the device was introduced with a green cartridge loaded. At the 13:07 mark the device is placed between tissue. At the 13:52 mark, was fired and removed, staple line and cut line appear to be as expected. At the 14:25 mark the device was introduced with gold cartridge loaded. At the 14:35 mark the device is placed. At the 14:48 mark the device can be see articulated to left side. At the 15:35 mark the device was fired and removed, staple line and cut line were as expected. At the 16:03 mark the device was introduced with the blue cartridge loaded. At the 16:11 mark the device is placed between tissue follow the staple line. At the 16:45 mark the device was fired and removed, staple line and cut line were as expected. At the 17:06 mark the device was introduced with blue reload loaded. At the 17:18 mark the device is placed between tissue follow the staple line. At the 17:34 mark the device was fired and removed, staple line and cut line were as expected. At the 17:44 mark a bleeding on the staple line. At the 18:00 mark the device was introduced with blue reload loaded. At the 18:09 mark the device can be see articulated to left side. At the 18:17 mark the device is placed between tissue follow the staple line. At the 18:43 mark the device was fired and removed, staple line and cut line were as expected. At the 19:10 mark the device was introduced with blue cartridge loaded. At the 19:16 mark the device is placed between tissue follow the staple line. At the 19:39 mark the device was fired and removed, staple line and cut line were as expected. At the 20:06 mark the device was introduced with blue reload loaded. At the 20:14 mark placed the device between tissue. At the 20:20 mark the device was fired and removed, staple line and cut line were as expected. At the 20:29 mark, bleeding was noted on the staple line. At the 21:27 mark cauterizing on the bleeding was performed. At the 21:54 mark, seventeen clips were placed over the staple line to stop bleeding. At the 28:49 mark a clips was placed over the staple line. Video 7. Patient 2 reoperation. Video shows the area been clean. Video 8. Patient 2 reoperation 2. The video shows at the 0:05 mark that seven clips are placed over the staple line. Video 9. Patient 2 reoperation. The video shows at the 7:04 mark the staple line is been cauterized. Video 10. Patient 2 reoperation 4. The video is blurry and does not show images. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: does the customer believe complications experienced is related to the harmonic device or endocutter device used in previous procedures? Unknown.